Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon burst occurred. The 80% stenosed target lesion area was located in the blood vessel. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon burst at 8atm upon the first inflation. The device was removed via a sheath. The procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.